Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number unknown. Manufacturing date unknown.

Event description:
It was reported that the implant was removed due to becoming fractured. Pain was a consequence of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown zimmer implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar with screw fragment inside. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was "moderate bone density ¿ type ii". The reported device had been placed on tooth #46 (fdi). X-ray picture provided in per with implant shown placed in patient¿s mouth. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.